Manufacturer narrative:
(B)(4). Damaged anvil. The analysis results found that device (a) was returned with the anvil bent upwards. It is possible that the device was clamped over an excess of tissue causing the anvil to bent. In addition, there was no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # k59j6l (mfg date: 02/15/2013, exp date: 01/15/2018).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. On what tissue type was the device used? Lung at what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 4th and 3rd. If echelon, during which stroke did the event occur? Firing was completed. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No.

Event description:
It was reported that during in a lung resection procedure two devices were used in the procedure. With the first device on the firing of the 4th reload it locked out on tissue and would not open, they hit the reverse button finally manually removed the device. They used a second device and on the third firing it locked on tissue like the first device and would not open. Both of the devices were finally removed manually with the reverse button. There was no bleeding mentioned. They used a third device and completed the procedure. There was no patient consequence reported.